Event description:
The pump was returned for investigation. Investigation revealed that the buttons on the keypad were intermittently responsive and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the contrast and up arrow button had an intermittent responsive. The keypad was removed and contamination was found under both button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).